Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was clarified that the hospital visit reported is not dexcom related and the initial reach out from the patient was asking if patient could take tylenol due to the collapsed lung and broken ribs. This event is no longer a reportable event. Please disregard initial reporting.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported that they were hospitalized but declined to give any additional information. It is unknown if the patient was using the dexcom at the time of the event. No additional information was provided.